Event description:
On a date still unk to us, rectosigmoidectomy surgery was performed at hosp in a foreign country. A wem electrosurgical generator (no model has been revealed) and a non-monitoring dispersive electrode (model rs01) were used. The electrode was placed on the posterior region of the right thigh. The pt was burnt underneath the dispersive electrode. "At the end of the surgery, the plate was removed and a third degree type burn was noticed in the area corresponding to the edge of the plate." No info of the size of the wound, how it was treated afterwards, how the skin was prepared, the orientation of the electrode, the power setting used could be obtained so far.

Manufacturer narrative:
Retained samples of the same lot have been tested visually, electrically, thermally and mechanically. All samples were found to perform within the limits. No faults could be detected. On august 3rd, our customer visited the concerned hospital, and met with a nurse present during the incident. They reported: "according to the nurse, at the time of the withdrawal of the plate, remnants of povedine (antiseptic) were noticed, which may have caused the lack of adhesion of the product, and thereby caused the injury." We will continue to ask for further info, and will relay such info and any conclusion in a follow-up report. We are also proposing corrective action regarding user training and complaints processing to our foreign distributor.